Manufacturer narrative:
(B)(4): the patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis. The breach in aseptic technique was further described as the patient performed improper hand washing and did not consistently wear a mask when performing peritoneal dialysis therapy. On unreported dates, the patient was retrained on the proper aseptic technique. The patient was not recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). This report involves the same patient as in (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event but visited the emergency room. The cause of the peritonitis was unknown. Upon diagnosis in the emergency room, the patient was initially treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient was recovering at home with ongoing oral antibiotic treatment (dose, frequency, and duration not reported). Dianeal and extraneal therapies were ongoing. Additional information is not available at this time.